Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported the insulin pump fell into a puddle of water. Customer's blood glucose was 115 mg/dl. The customer reported a battery out limit alarm occurring after the moisture exposure. It was also found the keypad was unresponsive on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.